Event description:
It was reported that during use with a bd facsverse¿ the waste line leaked outside the instrument. The following information was provided by the initial reporter, translated from italian to english: he customer reports that the sit drips between one pipe and another. The leakage was not contained within the instrument in a customer accessible location. The leaked fluid was waste not mixed to bleach but it did not spray. The source of the leak was a waste line. Customer was not exposed to blood or bodily fluids. The customer suffered no physical harm as result of the leak.¿

Manufacturer narrative:
H6: investigation summary: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the sip/sit leaking waste without bleach and not contained within the instrument was due to a fluidics waste-line adapter. This outer diameter adapter connects tubing which aspirate fluid or waste to the waste tank, but a broken or cracked connection can contribute to a sip/sit leak. The fse (field service engineer) confirmed the issue and replaced 335043 - adapter od flush. After the repair the instrument was tested and was performing as expected. There was no leak flowing from the sip/sit. Based on the investigation results, the root cause of the sip/sit leaking waste not contained within the facslyric was due to a bad waste line connecter, 335043 - adapter od flush. The fse confirmed the issue and replaced the part. After the repair, the instrument was rebooted, tested and functioning as expected. No one was harmed or injured, and no medical treatment was needed. The safety risk moderate (s3 as there was no impact to customer health or safety.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd facsverse¿ the waste line leaked outside the instrument. The following information was provided by the initial reporter, translated from (B)(6) to english: he customer reports that the sit drips between one pipe and another. The leakage was not contained within the instrument in a customer accessible location. The leaked fluid was waste not mixed to bleach but it did not spray. The source of the leak was a waste line. Customer was not exposed to blood or bodily fluids. The customer suffered no physical harm as result of the leak.¿